Event description:
At wallstent endoprosthesis, 22mm diameter and 9-10cm in length, was placed in the pt. A week later the pt was taken to another hosp, he had symptoms of weakness and dehydration. It was noticed that the stent had perforated the colon. Dr performed surgery to fix the perforation. The pt died eight days later.